Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that a set screw anomaly was observed during lead extraction. The rv set screw was found to be stripped and would not tighten. Device was explanted and replaced. Patient was stable before, during and after the procedure.